Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 30 bd 1ml tuberculin syringe slip tips experienced difficult plunger movement. The following information was provided by the initial reporter: the customer uses this product for covid-19 vaccination. According to the customer's report, the plunger was too tight to move. Hcps were worried that this could cause the incorrect volume of the vaccine solution and thus stopped using these complaint products.

Manufacturer narrative:
H.6. Investigation: one photo and twenty-seven (27) samples were received by our quality team for evaluation. From the photos, the team is unable to determine the plunger movement functional failure. The samples were subjected to plunger breakout and sustaining force test and passed all testing. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 30 bd 1ml tuberculin syringe slip tips experienced difficult plunger movement. The following information was provided by the initial reporter: the customer uses this product for covid-19 vaccination. According to the customer's report, the plunger was too tight to move. Hcps were worried that this could cause the incorrect volume of the vaccine solution and thus stopped using these complaint products.